Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 it was reported that this male peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). This patient presented to a local hospital emergency room (ER) on (B)(6) 2023 with abdominal pain and vomiting. The patient was in town on a temporary work assignment and normally a davita patient back home (record history shows this patient uses fresenius products). The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was drawn on (B)(6)2023. The patient¿s white blood cell count was 10.1 (unknown units). The culture resulted positive for klebsiella oxytoca complex. The patient was initiated on antibiotic therapy with intraperitoneal (ip) tazicef/ceftaz 2g daily for two weeks. The patient was discharged on (B)(6) 2023 and was admitted to (B)(6) clinic while in the area on temporary work assignment. The clinic taught the patient antibiotic preparation and administration. The suspected cause of the peritonitis event is touch contamination or lack of aseptic technique; however, this is not confirmed. The patient is continuing ccpd at night and utilizing capd (manuals) during the day with icodextrin.

Event description:
On 13/dec/2023 it was reported that this male peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). This patient presented to a local hospital emergency room (ER) on (B)(6) 2023 with abdominal pain and vomiting. The patient was in town on a temporary work assignment and normally a davita patient back home (record history shows this patient uses fresenius products). The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was drawn on (B)(6) 2023. The patient¿s white blood cell count was 10.1 (unknown units). The culture resulted positive for klebsiella oxytoca complex. The patient was initiated on antibiotic therapy with intraperitoneal (ip) tazicef/ceftaz 2g daily for two weeks. The patient was discharged on (B)(6) 2023 and was admitted to (B)(6) while in the area on temporary work assignment. The clinic taught the patient antibiotic preparation and administration. The suspected cause of the peritonitis event is touch contamination or lack of aseptic technique; however, this is not confirmed. The patient is continuing ccpd at night and utilizing capd (manuals) during the day with icodextrin.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The suspected cause of the peritonitis is touch contamination or lack of aseptic technique by the patient. This is supported by the culture results of klebsiella oxytoca complex, bacteria that are naturally found in the intestinal tract, mouth, and nose and opportunistic in persons with compromised immune systems. (Suzanne falck, 2017) based on the available information and no evidence or allegation of a malfunction, defect or deficiency, the liberty select cycler with liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.